Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused kidney disease. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused kidney disease. The patient did not report receiving any medical intervention. In the initial report section b3 date was incorrect, the correct b3 date should be - 01/06/2021. In the initial report, section b5 was not correct, the correct b5 should be - the manufacturer received voluntary medwatch (mw5111859). There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation.